Event description:
It was reported that a hair was found in the sterile package of bard y-type tur bladder irrigation set.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a hair was found in the sterile package of bard y-type tur bladder irrigation set.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that this is not a bd product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.